Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that the system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was booting into standalone mode. Upon the first reboot, the issue did not clear. On a second reboot, the key was turned off and then back on before turning the system back on and the issue cleared.